Event description:
It was reported the patient developed bilateral pleural effusions. The patient was treated with oral medication and drainage tubes were placed. After removal of the tubes the patient complained of abdominal pain. The implantable cardioverter defibrillator (ICD) system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A secondary review of the information indicated the patient developed bilateral pleural effusions following removal of the chest tubes. The pleural effusions did not result from the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.